Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. No lot numbers were provided which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that during a multi ligament knee repair the tip of the hex screwdriver broke off and was retrieved. The breakage did not result in surgical delay of greater than 30 minutes. The tip fell on the floor and was not in the body when it broke. The tip broke off in hex of screw. There were no procedural or patient anatomy factors which may have contributed to the breakage. No harm to patient. Used a driver from another set to complete the case.

Manufacturer narrative:
(B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The tip of the hex screwdriver broke off and was retrieved. No harm to patient. Used a driver from another set to complete the case.